Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned and investigated. The reported mechanical issue was confirmed and observed to be the result of a cable break; however, the reported noise (device operates differently than expected) could not be tested. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation was unable to determine a conclusive cause for the observed cable break resulting in the noise and inability to deflect the guide tip. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
This is filed to report the inability to curve or straighten the steerable guide catheter (sgc). It was reported that during functional inspection of the plus/minus knob of the sgc a crack noise was heard; however, the knob was tested and there were no issues, so the sgc was inserted through the femoral vein to the inter-atrial septum. An attempt was made to turn the plus/minus knob a half turn in the neutral position before crossing the septum; however, it was noted that the sgc did not respond. The sgc was removed and replaced and the procedure continued. Mitral regurgitation was reduced from grade 3-4 to 1 with implantation of one mitraclip. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.